Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt went to charge ins today as they haven't charged for a while and got power on reset (por) on implanted neurostimulator recharger (insr). Pt said he was able to bypass and start charging ins. The patient tried to connect with patient programmer (pp), but pt said the pp was dead and needed new batteries. The issue was not resolved through troubleshooting. Reviewed por information and how to clear if pt sees informational por on pp. Redirected to healthcare provider (hcp) if pt sees warning por. It was reviewed how to bypass por on insr in the mean time. Pt asked about symbols on the screen as he hasn't used ins in a while. Pt also asked about overdischarge information. It was reviewed as pt is currently charging ins they did not reach overdischarge and reviewed the screens pt would see if he did. No symptoms/patient complications reported.